Event description:
As reported by the field clinical specialist (fcs), the patient underwent a transfemoral tavr (transcatheter aortic valve replacement) procedure with a 20mm sapien 3 ultra resilia valve in the native aortic position. During inflation, the valve slightly rose into the aorta. After being fully expanded, the valve was intentionally pushed forward, which due to the aggressive push force caused the balloon to the 20mm commander delivery system (ds) to longitudinally rupture. The ds was easily pulled out of the esheath+ and there were no vascular complications to the patient. The valve was successfully deployed in 90:10 (aortic/ventricular) position with no paravalvular leak or gradient.

Manufacturer narrative:
The investigation is ongoing.

Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings. Sections b4, g3, g6, h2, h6: type of investigation, investigation findings and investigation conclusions have been updated. Additions to section h6: type of investigation. Corrections to section h6: investigation findings and investigation conclusions. The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. Additional assessment of the failure mode is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Imaging was provided and revealed calcification is present in the landing zone. Per the instructions for use (IFU), current risk mitigations include design and manufacturing controls, and training manuals have been reviewed, no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. In this case, the complaint of balloon burst was unable to be confirmed as no relevant procedural imagery or device was returned. Available information suggests that patient factors may have contributed to the event as the provided 3mensio imaging confirmed the presence of calcification in the landing zone. The presence of calcification can create a challenging anatomy for balloon inflation. While the balloons are sufficiently designed and tested to ensure the burst pressure is at or above the rated burst pressure, calcified nodules can compromise the structure of the balloon wall via following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. In addition, while the prescribed nominal inflation volume is provided in the IFU, it is possible that extra inflation volume (reported +1cc of inflation volume than recommended in IFU) may have subjected the balloon to pressures high enough to cause the balloon to burst. Also, the field clinical specialist reported that after being fully expanded, the valve was intentionally pushed forward, which due to the aggressive push force caused the balloon to the 20mm commander delivery system (ds) to longitudinally rupture. This suggests that excessive manipulation after fully inflating the valve may have made it more susceptible for the balloon to interact with the calcified nodules, resulting in the reported balloon rupture. As such, it is possible that the combination of the procedural (excessive manipulation, over inflation) and patient factors (calcification) may have contributed to the complaint event. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.